Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was not opening and unable to recover. A field service engineer (fse) confirmed that there were no failures and no faults found on the door. The fse confirmed with customer that that the error was resolved. The system functioned as intended after the field service engineer verified the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door was not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.